Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during an intervention, the high torque connect guide wire went extravascular and the tip broke off. A snare was unsuccessful in removing the tip, so it was left inside the patient. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during an intervention, the high torque connect guide wire went extravascular and the tip broke off. A snare was unsuccessful in removing the tip, so it was left inside the patient. No additional information was provided.